Event description:
Olympus endoscope noted to be damaged following biopsy using a radial jaw 3 large capacity forceps. No injury to pt. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: biopsy.